Event description:
It was reported that the health care provider programmed the pump with a daily dose for the new drug at 749 mcg/day instead of the intended dose of 75 mcg/day. A bridge bolus was also programmed incorrectly. This had occurred approximately 20 minutes prior to the report. The pump was delivering morphine and fentanyl. It was later reported that the event was due to 'human error'. There were no patient symptoms or injury associated with the event. The patient recovered without sequela.

Manufacturer narrative:
Catheter model 8709sc, lot#: n288786012, implanted: 2011 (B)(6), explanted: unk, model 8840, lot# unk, serial# unknown.